Manufacturer narrative:
Additional manufacturer narrative: the causes of re-operation or percutaneous intervention for a failed annuloplasty repairs are well documented in the literature. Re-operations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case, the physician made an allegation of device malfunction against the explanted annuloplasty ring. In this case, minimal information regarding this procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Requests for additional information have been performed. The healthcare provider has neither returned the explanted device nor provided any additional information at this time. The device was not returned for evaluation. If returned, a supplemental report including the evaluation findings will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported via the implant patient registry that this ring model 5200m38 was explanted from the aortic position after an implant duration of 3 years and 5 months for unknown reason. A valve model 6900ptfx31 was implanted in replacement. An ID card was received with question "was this due to a deficiency of the original device?" Marked as "yes". No other information was provided.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4 the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.